Event description:
It was rpeorted, that "the device is leaking somewhere". There was no reported patient injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.